Event description:
Legal case - USA it was reported that approximately 67 months after a left knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, instability, mild swelling and chronic effusion. No further issues or complications were reported. No additional information is available. Patient ID: (B)(6), surgery/invoice date: on (B)(6) 2018, date of insert manufacture: 2018-01-03, shelf-life at time of implementation: 0 - 1, item number and full corporate description: 02-022-51-4012 - truliant tib imp crc insert sz 4, 12mm, serial number: (B)(6), insert thickness: 12. No device return anticipated due to this being a legal case. Ebi initial surgery attached. Historical record & smartsolve searched for sn/patient name with no results. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6), -02-020-13-0240 - truliant cr cem fem cr cem left sz 4, (B)(6), -02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.